Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump showed frozen screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
Device was returned for analysis.

Manufacturer narrative:
Retainer ring: black. Device case type: ngp customer returned pump for an alleged unexpected battery power loss, frozen screen, and low battery alert found on july 31, 2021. The device passed the displacement test, active current test, and self test. However, the device failed the sleep current test due to moisture damage on the harness assembly vibrator and force sensor. Successfully downloaded history files and traces using thump. No unexpected alarms or alerts noted during testing or in the device history. Device was cut open to perform visual inspection and found moisture damage on the harness assembly vibrator and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads cracked, scratched case, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage (faded). Unexpected battery power loss and low battery alert were confirmed due to moisture damage on the electronic stack. Frozen screen was not confirmed during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.